Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the pulmonary artery using ruby coils and non-penumbra microcatheter. During the procedure, while inserting a ruby coil into the microcatheter, the physician experienced resistance and subsequently, the ruby coil pusher assembly kinked. Therefore, the ruby coil was removed. The procedure was completed using a new coil and the same microcatheter. There was no report of an adverse effect to the patient.